Manufacturer narrative:
Reported event of failure to interrogate was confirmed. The device was received from the field unable to establish telemetry upon receipt. Final analysis found that the battery voltage was found to be at end of life (eol). A longevity calculation was performed and found battery depletion was premature. Analysis revealed high current drain from the hybrid. An anomalous integrated circuit (ic) was found to be the root cause of the high current drain and premature battery depletion. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, the pacemaker was unable to be interrogated. The device was explanted and replaced. The patient was in stable condition.